Manufacturer narrative:
A saber 2mm x 2cm 155 cm percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered to the lesion and inflated for pre-dilation; however leakage of media was observed as it ruptured at 6 atm (six atmospheres). After that the balloon was changed to another balloon (saber). The procedure finished successfully. There was no report of patient injury. The patient was (B)(6) male. The target lesion was the right popliteal artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%. An approach was made from the right femoral artery. A non-cordis brand sheath introducer was inserted. After a non-cordis brand guidewire crossed the lesion, a saber pta was delivered to the lesion. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). The contrast media used (brand and manufacturer) is unknown. The contrast to saline ratio is unknown. An indeflator inflation device was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure was during inflation. The balloon catheter was removed easily and intact (in one piece) from the patient. The device was returned for analysis. A non-sterile saber 2mm x 2cm 155cm balloon catheter was returned. Per visual analysis, the balloon looked like it had been previously inflated and deflated. No other anomalies were observed. Per functional analysis an attempt to inflate the balloon was unsuccessful due to a leakage noted. Per microscopic analysis a pin hole was observed at the distal end. Per sem analysis the external surface revealed evidence of scratch marks that could be related to the balloon pinhole. The internal surface and marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17276543 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the pinhole could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the IFU ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. Medikit 6fr 23cm parent sheath introducer. Fmd chevalier floppy guidewire. (B)(6).

Event description:
As reported, a saber 2mm 2cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated for pre-dilation, however, leakage of media was observed and it ruptured at 6 atmospheres (atm). After that the balloon was changed to another balloon (3*4 saber). The procedure finished successfully. There was no report of patient injury. The patient was (B)(6) male. The target lesion was the right popliteal artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%. An approach was made from the right femoral artery. A non-cordis brand sheath introducer was inserted. After a non-cordis brand guidewire crossed the lesion, a saber pta was delivered to the lesion. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). The contrast media used (brand and manufacturer) is unknown. The contrast to saline ratio is unknown. An indeflator inflation device was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure was during inflation. The balloon catheter was removed easily and intact (in one piece) from the patient. There are no procedural images or a procedural cd available for review. The device is available for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Analysis of the returned device is pending and will be submitted within 30 days upon receipt.